Event description:
It was reported that during removal of the catheter, it separated when the crna pulled on it. Approx 10cm remained in the pt. The physician decided not to remove the retained piece of catheter, and there were no complications.

Manufacturer narrative:
MFR control no. Dc980396. The sample has been returned to arrow. Examination of the returned sample found that it separated due to excessive force applied by the user during attempted removal.